Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown investigation summary: it was reported part of the plastic plunger broke. To aid in the investigation, one sample and three photos were received for evaluation by our quality team. The sample came in a (B)(6) plastic bag, has a needle assembly attached to it and is contaminated with a drug solution. A visual inspection was performed and the plunger rod has one of the ribs damaged. The three photos provided show the sample received. This defect can occur during the assembly process if a jam occurred when the plunger rod was assembled to the rubber stopper inducing the damage. As the lot provided is 'unknown,' a device history record review could not be completed. Verification of the production line was performed with special focus on the plunger rod rubber stopper assembly process. All settings were found acceptable and the alignment of the rail was also correct. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: probable root cause. Assembly line. It could be possible that a jam occurred in the assembly process when the plunger rod was assembled to the rubber stopper inducing the damage to the plunger rod. Verification of the production line was performed. Special focus on the plunger rod rubber stopper assembly process. All the settings were found acceptable, alignment of the rail was also correct. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 30ml ll s/c 56 plunger rod broke and and leaked. The following information was provided by the initial reporter: material no: 302832, batch no: unknown. It was reported the plastic part of the plunger breaking.